Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, no abnormity noticed during inspection prior to use. During the operation, after the ipg was connected with leads, it was observed that the ventricular lead could not pace. Physician replaced the ipg with another device to complete the operation. No patient complications have been reported as a result of this event.